Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working, unable to hold a correct calibration. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device would not hold calibration following an attempted touchscreen calibration. The device was giving a bad touch error message. The customer was informed that the advised repair was to replace the touchscreen. The touchscreen part information was provided to the customer. In a good faith effort (gfe) response from the customer received 08apr2026, it was confirmed that a replacement touchscreen part was ordered and installed into the device. The customer confirmed that the part replacement resolved the issue, which was confirmed with a successful touchscreen calibration. The customer stated that the replaced touchscreen was scrapped, so it would not be returned to philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.